Event description:
It was reported that the pt reduced the amplitude of the implantable neurostimulator for two days. When the amplitude was subsequently increased, the pt experienced a "shock" at the device site. It was later reported that the pt experienced pain at the device site, ten to fifteen times per day, when standing. The pain was also, sometimes, felt in the lower limb on the same side of the pt's body as the neurostimulator. No info was provided related to the pt's outcome. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).